Event description:
It was reported during the interstitial laser coagulation, the doctor experienced the diffuser fault error during the second treatment site placement. A second fiber was used to complete the case and there was no consequence to the pt.